Event description:
The graft was implanted on 4/1/97 as a bilateral femoral popliteal bypass graft. There were no complications and the pt was subsequently discharged without a problem. On 4/10/97, the pt complained of discomfort. On examination, although the pt had no fever, inflammatory fluid containing white cells, was found to be accumulating around the graft. Cultures were negative. The graft remains implanted. The pt is still experiencing discomfort.